Event description:
Nurse reports that a patient had been dosing with insulin on a sliding scale based on results displayed in their precision xtra blood glucose monitor that were in the incorrect unit of measure. Nurse reports that the patient claimed they had been "passing out" and had become very ill. Pt was instructed to come to the hospital for further treatment. Exact details of the treatment administered is unknown.